Manufacturer narrative:
Concomitant products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3998, lot# v021753, implanted:(B)(6) 2007, product type: lead. Product ID: 399930, lot# v030168, implanted: (B)(6) 2007, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
It was reported that the patient had had plantar fasciitis symptoms about a week prior to the date of this report. The patient was still having concerns with their device or therapy but was working with her healthcare professional or manufacturing representative. Appointment date was pending. No interventions or outcome were provided. Further follow-up is being conducted to obtain this information. If additional information is received a follow-up report will be submitted.